Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted on both sides of the seal and through the side wall of the seal.

Event description:
Report created to address leak discovered during device analysis.